Event description:
Provider spoke with technical services to advise that the lift pump is leaking excessive amounts of grease. Provider hung up before any additional information could be obtained. Serial number is incomplete, but beginning portion indicates lift is from 1991.